Event description:
On (B)(6) 2012, the pt reported that she does not feel the infusion device is functioning because she has had elevated blood glucose since (B)(6) 2012. She stated, she has changed her insulin cartridge and infusion set 3 times and she injected insulin manually 3 times on (B)(6) 2012 and 2 times on (B)(6) 2012. The pt was unable to troubleshoot at the time of the initial report. Upon follow up on (B)(6) 2012, the pt stated that her blood glucose has been as high as 443 mg/dl despite bolusing through the infusion device. She injected insulin to lower her blood glucose and within a couple of hours it became elevated again. Her target blood glucose range is 120-150 mg/dl. She stated, the infusion device went into stop mode at 9:00am and no buttons were pressed. She stated, she heard the audible alarm to alert her that the device was in stop mode. Review of the alarm history found no recent alert/error messages. She stated that on (B)(6) 2012, she found the infusion set cannula was bent upon removal. She changed the infusion set again on (B)(6) 2012. She stated that when the infusion set headset was removed on (B)(6) 2012, the cannula appeared narrow at the end upon removal. No further bent cannulas were reported. Further troubleshooting did not reveal any product issues. The pt did not require treatment from a health care professional or second party to address the issue. The alleged infusion sets were discarded. The infusion device was replaced and the infusion device, battery, and battery cover were requested to be returned for evaluation.